Manufacturer narrative:
The investigation is in progress. The conclusions will be provided within the follow-up report once the investigation is completed.

Event description:
Following the information provided the patient was in the bed in recovery when the backrest allegedly raised uncommanded. The scenario was not witnessed by the caregivers. The patient stated that did not press any control button on the panel. The controls were not locked. The bed evaluation revealed cracks on the side rail control panel cover, however the control panel was fully functional and no unintended movement could be re-created. No injury was sustained.

Event description:
The customer reported a spontaneous backrest movement to the upright position without any command given. The patient was on the bed in recovery when the head of the bed raised. The movement was not witnessed by the caregivers. The patient stated that they had not pressed any button. The controls were not locked. No injury was sustained. The device evaluation, performed by an arjo representative, revealed cracks on the side rail control panel cover, however cracks on the panel are deemed not related to the reported unintended movement. The bed was tested and confirmed by the arjo representative, that all the bed¿s controls operated correctly, visible wiring to side rails were undamaged, no unintended movement could be recreated.

Manufacturer narrative:
Since the functional tests did not reveal any deviation from the bed movement, no electrical failure that could result in the reported spontaneous movements, the cracks were excluded as potential cause of the failure. The reported unintended movement was not confirmed during the device evaluation, therefore the root cause of the complained event cannot be determined. Product instructions for use (IFU) (746-585-en) includes the following information relevant to the subject of this investigation: "it is recommended to use the function lockout facility on the attendant control panel to prevent unintended movement in situations where objects may press against the patients¿ controls." "Function lockout can be used to prevent operation of the controls, e.g. When inadvertent movement of the mattress platform could injure the patient." Arjo device failed to meet its performance specification since the bed backrest raised unintended. The device was used for a patient treatment when the malfunction occurred, therefore the device was involved in the reported incident. This complaint is deemed reportable due to allegation of an unintended movement of the bed.